Event description:
The graft was implanted as a thoracic aortic replacement graft due to an aortic aneurysm. Immediately after the pt had been transferred to ICU, clear fluid started to drain from a chest tube. The duration of the drainage was ten days and produced 2500cc. The pt is reported to be doing well.